Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "no power to handpiece" (no code available). A registered nurse reports there was no power coming through the phaco handpiece. The system was shutdown and a new handpiece was used to complete the case. Delay was minimal. There was no pt harm or procedural change.